Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis. The pdrn attributed causality to an unspecified touch contamination event while the patient was troubleshooting drain complications. Multiple attempts were made to obtain additional information regarding the serious adverse events; however, only limited follow-up was provided. This lack of information precluded a more comprehensive investigation. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the limited information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) due to drain complications. Follow-up confirmed the patient presented to the ER with drain complications and was diagnosed with peritonitis. The patient was hospitalized and treated with intraperitoneal antibiotics (drugs, doses, durations not provided). The patient¿s pd registered nurse (pdrn) attributed causality to a touch contamination event while the patient was attempting to remediate drain complications. The patient was discharged home and is recovering from the events.

Manufacturer narrative:
This follow-up submission was launched in error.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) due to drain complications. Follow-up confirmed the patient presented to the ER with drain complications and was diagnosed with peritonitis. The patient was hospitalized and treated with intraperitoneal antibiotics (drugs, doses, durations not provided). The patient¿s pd registered nurse (pdrn) attributed causality to a touch contamination event while the patient was attempting to remediate drain complications. The patient was discharged home and is recovering from the events.

Manufacturer narrative:
Correction: h10 (plant investigation - removal of final sentence "as the complaint sample was not available a physical evaluation could not be performed, the alleged event could not be confirmed" from original plant investigation) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) due to drain complications. Follow-up confirmed the patient presented to the ER with drain complications and was diagnosed with peritonitis. The patient was hospitalized and treated with intraperitoneal antibiotics (drugs, doses, durations not provided). The patient¿s pd registered nurse (pdrn) attributed causality to a touch contamination event while the patient was attempting to remediate drain complications. The patient was discharged home and is recovering from the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) went to the emergency room (ER) due to drain complications. Follow-up confirmed the patient presented to the ER with drain complications and was diagnosed with peritonitis. The patient was hospitalized and treated with intraperitoneal antibiotics (drugs, doses, durations not provided). The patient¿s pd registered nurse (pdrn) attributed causality to a touch contamination event while the patient was attempting to remediate drain complications. The patient was discharged home and is recovering from the events.